Manufacturer narrative:
B3: date of event: unknown date in 2022. E: initial reporter: this complaint is from a completely anonymized study. H3: device evaluated by mfg.: device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
A post-procedure hemoperitoneum was reported following use of an mreye embolization coil. In 2022, a 71-year-old male underwent transhepatic portal vein venogram with stenting using an mreye embolization coil to occlude the transhepatic tract. The post-procedure note indicated no immediate complications. After the procedure, on the same day, the patient experienced lightheadedness, bradycardia, and hypotension noted as a pre-syncopal or syncopal event. The patient was sent to the emergency room and a computed tomography of the abdomen/pelvis revealed moderate hemoperitoneum with varying densities; most dense along the lateral aspect of the liver, less dense peripherally about the liver and spleen, along the right pericolic gutter, and adjacent to the right hepatic lobe near the region of the embolization coil. This last density matches that of the portal vessels and could represent a small site of active venous hemorrhage. The patient was given a unit of blood as well as intravenous fluid. Interventional radiology was consulted. Given this was a venous and not arterial bleed, no further interventions were recommended. The following day, the patient felt back to baseline with no concerning symptoms and was discharged home. No other adverse effects have been reported for the patient.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: a post-procedure hemoperitoneum was reported following use of an mreye embolization coil. In 2022, a 71-year-old male underwent transhepatic portal vein venogram with stenting using an mreye embolization coil to occlude the transhepatic tract. The post-procedure note indicated no immediate complications. After the procedure, on the same day, the patient experienced lightheadedness, bradycardia, and hypotension noted as a pre-syncopal or syncopal event. The patient was sent to the emergency room and a computed tomography of the abdomen/pelvis revealed moderate hemoperitoneum with varying densities; most dense along the lateral aspect of the liver, less dense peripherally about the liver and spleen, along the right pericolic gutter, and adjacent to the right hepatic lobe near the region of the embolization coil. This last density matches that of the portal vessels and could represent a small site of active venous hemorrhage. The patient was given a unit of blood as well as intravenous fluid. Interventional radiology was consulted. Given this was a venous and not arterial bleed, no further interventions were recommended. The following day, the patient felt back to baseline with no concerning symptoms and was discharged home. No other adverse effects have been reported for the patient. Reviews of the documentation, including the quality control procedures, and instructions for use (IFU) were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search to the customer was unable to identify the complaint lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU [t_ce_imwce_rev6] supplied with the device states the following in consideration of the reported failure mode: precautions: "perform an angiogram prior to embolization to determine correct catheter position." Based on the information provided, no product returned, and the results of the investigation, it was concluded that a definitive cause for the event could not be established. It is possible that the coil was undersized for the intended location, not allowing the coil to completely occlude the vessel; however, this possibility cannot be confirmed without additional information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.